Event description:
The customer reported that the sys froze up during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep tightened the lemo receptacle and adjusted the voltage to 5.1 v. The sys was tested and found to be working as intended and put back in svc.